Manufacturer narrative:
Additional information: approximately four days later, a routine EKG was performed which showed st elevation. There were no reported issues with the euphora balloon, the nc euphora balloon or the additional onyx frontier stents used. It is possible that the patient was not compliant with dapt, or the patient was resistant to the dapt version given initially. Event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was admitted to hospital with a st-elevation myocardial infarction (stemi). Emergent films revealed 100% stenosis of the mid right coronary artery (rca). The lesion was pre-dilated with a 3.0x15mm euphora coronary balloon. One 3.5x30mm onyx frontier coronary drug eluting stent was deployed to 12 atm for 30 seconds with good expansion noted. There was no residual stenosis and timi iii flow. The patient was discharged on dual antiplatelet therapy (dapt). On a clinic visit at a later date, a routine EKG was performed which showed st elevation. The patient reported intermittent feelings of chest uneasiness. The patient was complaint with dapt. The patient was taken for an urgent catheterization, and films showed 100% stenosis with heavy thrombus at the proximal edge of the previously deployed onyx frontier stent in the mid rca. Intravascular ultrasound (ivus) showed that the stent was well apposed and fully expanded. There appeared to be moderate/severe plaque at the distal edge of the stent. A 3.0x38mm onyx frontier stent was placed at the distal portion of the mid rca. Intracoronary antiplatelet drug integrilin was given with no change in the thrombus. Another 3.0x26mm onyx frontier stent was carefully positioned in the proximal portion of the mid rca in overlapping fashion with the previously placed stent. A 3.5x20mm nc euphora balloon was used to post-dilate the stents. The final films revealed good angiographic resu lt with timi iii flow. The patient was discharged on dapt. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.